Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available, the evaluation summary will be submitted in a supplemental report. Not returned.

Manufacturer narrative:
An event regarding damage involving an adm impactor was reported. The event was confirmed. Method & results: device evaluation and results: a provided photo confirmed the event. Nothing more could be learned without the device. Conclusions: this event was previously investigated and is currently under investigation in CAPA.

Event description:
While impacting the mdm liner the ball impactor tip ((B)(4)) snapped. The cutting edge final cup impactor was used to seat the liner.

Event description:
While impacting the mdm liner the ball impactor tip ((B)(4)) snapped. The cutting edge final cup impactor was used to seat the liner